Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were not confirmed during visual inspection when no belt clip damage or crack towards the top of the screen were noted. However, minor scratches were noted on the screen. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the pump display window and belt clip damage. The customer reported no adverse event. The event involved product mmt-1884l and acc-1599. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. No product return required for acc-1599. Mmt-1884l was requested and it was returned for analysis.